Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and gel bleed.

Event description:
Patient reported an unknown side ¿muscle aches¿, ¿strong weakness¿, ¿lymph nodes swollen under arm pit¿, ¿pain¿, ¿the implant did not break the optic, because of the closed sheath it was possible to release a lot of silicone (silicone leakage without rupture)¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.7., g.4.

Event description:
Patient reported an unknown side ¿muscle aches¿, ¿strong weakness¿, ¿lymph nodes swollen under arm pit¿, ¿pain¿, ¿the implant did not break the optic, because of the closed sheath it was possible to release a lot of silicone (silicone leakage without rupture)¿. Device has been explanted.